Event description:
The complainant reports a port leak. The complainant is unsure of the length of time the tube has been in place (possibly 3-4 months).

Manufacturer narrative:
Abbott nutrition standard procedure includes attempting to obtain all required info from the source.